Event description:
On "(B)(6) 2024 case, @ 12:29pm, ac interference on the 12 lead ECG (electrocardiogram) and also huge amount of ac interference on his d, yellow signal. This is when dr. (B)(6) hands me over the 2 disposable white pacing cables to connect to the junction of grey cable ra+rv (splitter) the red positive and black negative leads connect into the 56 + 55 socket of the st.j.m. (St. Jude medical) ep system. I then reconnect the end of the grey cable (splitter) into the (B)(6) base station analyzer which also had ac interference more on the atrial channel". This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).